Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) experienced a burning sensation around the battery and extending down to the buttocks area, new pain unrelated to baseline, and an inability to sleep due to the constant burning sensation. The patient reported that the burning occurred when going outside or recharging the battery. The patient consulted a physician, who indicated that the sensation would subside. The patient was advised to turn the battery off and follow up with the physician. No injury was reported and the issue was ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.